Manufacturer narrative:
Based on the device history record review, there is no indication that the event is related to the device manufacturing process. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the exact event date is unknown.

Event description:
The site indicated that during a pta procedure, the tip of the outback re-entry catheter broke off. The physician tried to cross the bifurcation with the outback but had a lot of resistance. He then noticed that the tip of the outback had been broken off inside the 6f sheath. The site indicated that the physician pulled out the sheath which had all of the pieces inside of it including the tip.

Manufacturer narrative:
The site indicated that during a percutaneous transluminal angioplasty, the physician "tried to cross the bifurcation with the outback but felt a lot of resistance". He then noticed that the tip of the outback had been broken off inside the 6f sheath. The separated tip was removed inside the sheath successfully. There was no patient injury. Procedural pictures were received for review. The patient exhibited severe peripheral vascular disease in both legs and very tortuous. A frame shows the outback had successfully crossed the aorto-iliac bifurcation. Another frame shows the separated distal tip at the level of the iliac bifurcation within the sheath and the outback catheter pulled back passed the aorto-iliac bifurcate. Later frames show the use of another outback product to complete the procedure successfully. Multiple attempts to retrieve detailed procedural information were unsuccessful. One non-sterile catheter outback was received coiled inside a plastic bag. The unit was received along with an unknown guide wire. Inner liner present marks of welding. A kink was found in the shaft at 2.5 cm from distal end. The distal section of the nosecone (polymer tip) was ripped out; the distal tip was not returned with the device. No other anomalies were observed in the returned device. The inner liner presents marks of welding. The unit was introduced to a 6f cordis sample sheath introducer and no resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined; inner liner present marks of welding. The reported cto catheter system/resistance friction was not confirmed since functional test was successfully performed. The kink found in the shaft during analysis may have been caused by the failed attempts to cross the bifurcate or during shipment of the device for analysis. Based on the information available for review, there are possible vessel characteristics (severe disease, tortuousity) and procedural factors (manipulation of device to cross bifurcation) that may have contributed to the event reported. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process. However, although the root cause could not be conclusively determined, an investigation has been initiated to address this issue.